Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2025 using a large flexnav delivery system. The patient had severe calcification in the sinotubular junction (stj), the ascending aorta, and poor access valve conditions. The annulus perimeter was measured at 75.3mm, and the left ventricular outflow tract (lvot) was 22.4mm x 26.7mm. A pre-balloon aortic valvuloplasty (bav) was performed with a 22mm non-abbott balloon. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 7mm from the left coronary cusp (lcc). Post-implant a moderate perivalvular leak (pvl) was detected from the 2 o'clock and 4 o'clock directions. A post-bav was performed with a 22mm non-abbott balloon and a slight improvement in diastolic function was observed. The moderate pvl remained from the 10 o'clock to 12 o'clock directions, however hemodynamics were stable. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of perivalvular leak (pvl) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pvl appears to be related to patient anatomy (severe calcification). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.